Event description:
It was reported a spectrum pump experienced an air in line alarm while delivering dopamine to a pt, when no air was present (programmed amount and delivery rate unknown). No pt injury was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated by baxter. Evaluation could not reproduce the reported symptom. The readings of the upstream sensor were found within specification. Fine cracks were found in the upstream sensor tail which can cause air in line alarms. The failed upstream sensor was replaced.